Event description:
Healthcare professional reported left side ¿bilateral breast cancer" -ndr and "right axillary ln swelling¿. Device status is unknown.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.